Event description:
It was reported that the patient had no stimulation. The ipg was unable to communicate with the charger and the patient programmer. Diagnostic revealed battery depletion. It was also reported patient had not been charging the ipg on a regular basis. Surgical intervention is being considered to address this issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.